Event description:
A pt was prepped and placed under anesthesia to undergo a radiofrequency ablation (rfa) procedure to treat barrett's esophagus. It was reported that at the beginning of the procedure, there was no beep from the generator or audible click from the device signifying that the catheter was connected. The nurse disconnected the catheter with some difficulty. The covidien territory mgr (tm) then connected a demo halo 90 ablation catheter. The proper response was received from the generator confirming the catheter was communicating with the generator. Another catheter was used and once again the generator registered 0% energy delivery. Ablation was attempted several more times with the same negative result with the exception of one ablation attempt where the generator registered 100% energy delivery. However, there were no visible signs that tissue had in fact been ablated. At that point the treating physician decided to abort the procedure. The pt suffered no adverse effects and is rescheduled for an rfa at another time.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted. (B)(4).